Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluation in progress.

Event description:
During an investigation, (B)(6) discovered a defective display on the pump. The pump had been returned because water had flowed into it when the customer went swimming with it. No adverse event reported. Pump has already been returned.